Event description:
It was reported that the 9600emi system was hard to push. The functionality of the system was not impacted, and it was still used for cases. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Cleaned the mainframe and workstation wheels along with the brake assembly. The system was tested and found to be working as intended and placed back into service.